Manufacturer narrative:
(B)(4). A visual examination of the complaint device revealed that the device looked normal. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, the balloon was able to be inflated; however, the balloon would not hold pressure due to a pinhole at the proximal ro marker. This failure is likely due to factors encountered during the procedure and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilation balloons were used in the pancreatic duct during a dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon leaked. The same issue occurred with the second hurricane rx dilation balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.